Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can it be confirmed that the hospitalization was extended due to the difficulties with device? The patient stayed an additional night because they had low hb levels - it is not confirmed if it is the devices fault. Does the surgeon routinely wait 15 seconds prior to firing? No. Does the surgeon pulse fire of use one continuous firing stroke? One stroke. Were any staple formation issues noted throughout care of patient? No. Was the post-operative care of patient altered in any way due to the difficulties with device? One additional night stay. What is the current patient status? Discharged.

Event description:
It was reported that during a lap sleeve gastrectomy, I observed powered echelon and gst green and gold reloads used. Whilst initially the staple line looked very dry, toward the end of the procedure multiple small bleeds were observed along the staple line. The first 2 staple lines did not appear to bleed. The following 3 moving toward the top of the stomach all began to bleed. The bleeding was controlled using 2 clip appliers to attempt to ligate the vessels. Seamguard was used with each firing as is standard operating procedure. The length of the operation was extended by approx 15 minutes. The patient was given a drain at the end of the operating procedure which is not standard. I believe the patient stayed one additional night in hospital.